Event description:
It was reported that during a meniscus repair procedure, the t2 anchor came out and t1 had to be removed from the patient. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during a meniscus repair procedure, the t2 anchor came out and t1 had to be removed from the patient¿. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.